Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.5x12mm traveler referenced is being filed under a separate medwatch report number. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed lesion in the right coronary artery with moderate tortuosity and heavy calcification. The 2.0 x 12 mm traveler balloon catheter was advanced with some resistance noted with the anatomy. The balloon was inflated to 6 atmospheres (atm), for 10 seconds, but ruptured on the first inflation. The device was removed with resistance, and replaced. The 2.5 x 12 mm traveler balloon catheter was advanced with resistance was noted again with the anatomy. The balloon was inflated to 6 atm, for 10 seconds, but ruptured on the first inflation. The device was removed with resistance, and replaced. An nc trek balloon catheter was used to continue the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.